Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, no r-wave sensing and loss of capture. It was also reported that the right atrial (ra) lead exhibited oversensing on stored electrograms (egm). The patient experienced a syncopal episode, near syncope and "seizure like" behavior. It was noted that the patient was undergoing chemotherapy for prostate cancer. A leadlessimplantable pulse generator (ipg) was implanted as backup, and the leads remain in use. No further patient complications have been reported as a result of this event.